Event description:
The patient said that for the past few weeks the keypad buttons are not responding properly to button presses. She says it takes several attempts to push the buttons to activate pump functions. The patient denied any keypad damage. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. The keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. None of the keypad buttons have spring back or click normally. There was evidence of keypad contamination found under the key contacts.